Event description:
During a catheter replacement (see manufacturer report #3007566237-2010-00504) while placing the new catheter, the tip of the new catheter went down the epidural space and then looped up. The physician decided to leave the loop. The patient then experienced no therapeutic effect and a new revision was done. During the second revision the pocket was opened first and no csf flow was seen. The physician decided to replace the catheter. One month later the patient was reported to have no movement in her legs and no control of bowel and bladder since the surgery.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. Training is in place.